Event description:
It was reported that the right atrial lead was inappropriately mode switching. During lead revision procedure on (B)(6) 2017, an insulation breach was noted on the lead. The lead was capped and replaced. The patient was stable post operation.